Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver discovered a leak coming from the extension set for peritoneal dialysis therapy. This occurred during fill two of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver stated the patient line connector on the disposable patient line extension set became very loose from the female connector on the transfer set and started leaking fluid. The care giver stated they ensured a good connection during setup and there were no visible defects associated with the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.